Event description:
It was reported that during a routine follow-up the rv lead showed no capture. The physician decided not to take action and a new follow up was scheduled. The patient's clinical conditions are good. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.